Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical database that the patient presented to the implanting facility with complaints of pain around the driveline site. The patient was administered a ten days course of keflex with instructions to follow up with infectious disease (ID) on (B)(6) 2015. At the clinic visit he complained of warmth and erythema at the driveline exit site. The patient was started on vancomycin and cefepime; however, developed an allergic reaction to the vancomycin and was switched to daptomycin which he continued until resolution of the infection on (B)(6) 2015. He was discharged home on (B)(6) 2015.